Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, a sales representative reported via phone that (4) ar-2324kpslc peek knotless swivelock® suture anchor failed. This occurred during a revision achilles procedure on (B)(6) 2025. When passing the repair stitch instead of cinching down as it should, it would loosen up. Three of these four devices failed inside the patient; the fourth was tested in the case and also failed. Two of these devices remained in the patient and were secured. Additionally, a device from another manufacturer was used to complete the case. There was a slight delay in the procedure that did not require additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to improper insertion angle.